Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress. Grounds of the presumption are as follows: - coating at the insertion section peeled off. - the insertion tube was scratched. The user can detect the suggested event properly by handling device in accordance with the following instructions for use (IFU): "·preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." The user can reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU: "·important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer reported to olympus, the evis exera ii bronchovideoscope had a leak from the insertion tube. The issue was found during reprocessing. Inspection and testing of the returned device found the connecting tube had coating peeling (1mm2 or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to a pinhole on the distal end, water tightness was lost. The adhesive on the distal end was detached. The universal cord had a dent. The electrical connector was corroded. Due to wear of the angle wire, bending angle in the up/down direction did not meet the standard value. In addition, the distal end, control unit, universal cord, and connecting tube were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.